Event description:
It was reported via repair work order that the siderail was broken off the bed. It was also reported that the brakes were not holding due to a broken caster stem. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.